Manufacturer narrative:
Continuation of d10: product ID: harmony-dcs; lot #: 0013236643; product type: 0195-heart valves; implant date: non-implantable product ID: harmony-25; serial #: (B)(6); product type: 0195-heart valves; implant date: attempted, never implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implantation of this transcatheter pulmonary bioprosthetic valve (tpv), in a patient with tortuous anatomy and a small left pulmonary artery (lpa) acute angle, the torturous anatomy posed procedural challenges from the start of the case. After performing several atrial loop attempts to place the valve in the optimal position, the implant team did not feel it was safe to continue with the same delivery catheter system (dcs) and opted to use a second dcs. During the attempt to place the tpv in the optimal position, the patient¿s acute lpa angle contributed to hemodynamic instability. The system was subsequently withdrawn from the patient¿s body, and the procedure was aborted per the anesthesiologist¿s recommendation. No patient symptoms or complications were reported as a result of this product issue.

Event description:
Additional information was received that the hemodynamic instability presented during the use of the first dcs in the patient. It was clarified that a new transcatheter valve was used with the second dcs. The dcs was difficult to advance through the patient's anatomy, and the deployment of the second valve was attempted with approximately 3 deployment attempts. The right pulmonary artery wire position was used during deployment. The valve was not resheathed during the attempted implant. No further intervention has been performed or scheduled. The patient was reported to be doing fine. Per the physician, the valve did not cause or contribute to the hemodynamic instability.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.